Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms one day post implant. An x-ray was performed and showed the lead to be in the same position as implant and sensing and capture was noted to be appropriate. The physician elected to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.